Event description:
It was reported the patient passed out and a check of the right ventricular (rv) lead found loss of capture in the bipolar configuration. Also the rv lead bipolar impedance had increased from an original of 500 ohms to 1000 ohms, and was now at 1700 ohms. It was noted that the unipolar impedance and capture were acceptable and that no noise or oversensing were observed. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.